Event description:
It was reported the safety bail allegedly did not engage with the safety hook and the stretcher lowered from the ambulance during a patient transport. Details have not been provided yet as to if any injuries were sustained as a result of the incident.

Event description:
It was reported the safety bail allegedly did not engage with the safety hook and the stretcher lowered from the ambulance during a patient transport. Details have not been provided yet as to if any injuries were sustained as a result of the incident. The customer provided a completed incident report with the following additional information: while unloading the stretcher and patient in the hospital garage, the first set of legs were lowered to the ground and the first hook was unlocked. As the stretcher was advanced out of the ambulance the second safety bail did not engage with the hook and the stretcher lowered from the ambulance deck. The patient remained restrained to the stretcher but was evaluated at the ER and was later discharged 1 hour later with no reported injuries.

Manufacturer narrative:
The manufacturer's sales representative went onsite to evaluate the subject stretcher with the end user. The stretcher was evaluated and cycled through the loading/unloading functions and was operating as intended. The reported issue could not be duplicated. No repairs were required.